Event description:
Reporting status: serious injury- required intervention- permanent damage. Reporting rationale: dislodged stent remains in pt. Device issue: stent dislodgement. It was reported that an attempt was made to direct stent with a 2.25 x 13 mm pixel; however, it did not cross the lesion and was removed for predilatation. During a second crossing attempt, the stent dislodged and was lost in the pt. It was located in the peripheral vascular, where it remains. The lesion was left with balloon angioplasty only. No additional event or pt info is available.

Manufacturer narrative:
Result code- product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was no contrast visible. The stent implant was dislodged from the balloon and not returned. The balloon was tightly folder. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the inner member or the tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident info and the analysis of the return product. The inability to cross a lesion can be affected by numerous factors including, anatomical morphology, disease state, pre-dilatation strategy, product size selection or placement, damage to the stent implant or the sds, interactions with other devices, and accessory device support. Furthermore, factors that can affect stent dislodgement inside the body include, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the pt anatomy and/or a previously implanted stent. No pt anatomical info was provided, which may have aided the evaluation. The 2.25 x 13 pixel sds was returned with blood visible in the guide wire lumen, which is consistent with the device at least being loaded onto a guide wire during the procedure. Although no pt anatomical info was provided, it was reported that an attempt was made to directly stent the lesion; however, it should be noted that the product's instructions for use (IFU) states to pre-dilate the lesion with a ptca catheter prior to stenting. It is possible that the stent became disrupted on the balloon while attempting to advance and retract the sds through the tight lesion and/or the guiding catheter, which may have subsequently contributed to the reported stent dislodgement. Since there was no report of any damage noted to the sds or the stent implant prior to the procedure and because no pre-dilatation was performed, it is possible that the lesion characteristics contributed to the difficulties experienced, although a conclusive cause cannot be determined. Based on the info received with this complaint and the analysis of the returned sds, a definitive cause for the reported failure to advance and stent dislodgement cannot be determined, though there is no indication of a product quality deficiency. A review of the finished device lot history record did not reveal any nonconforming material records associated with the lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.